Manufacturer narrative:
The reported inability to interrogate was confirmed in the laboratory and was due to low battery voltage. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench as well as using automated test equipment, and no anomaly was found.

Event description:
It was reported that during follow-up, device was unable to be interrogated. Premature battery depletion was suspected in a short time frame. The device was explanted. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.